Manufacturer narrative:
Additional information received indicated that the customer has switched insulin types and is now using humalog. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels in the 300-400 mg/dl range and thought the pump was not functioning correctly as the bgs were intermittently high. The high bg level was addressed with insulin injections and increasing the insulin delivery on the pump. The bg level was currently "good". Tandem technical support performed a system check with the current supplies on the pump and the pump was found to be operating as expected. Reportedly, the customer was using apidra insulin.